Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of above 300 mg/dl. Customer experienced high blood glucose and caused of the high blood glucose, it was because cannula was bent. Customer reported that auto mode feature was active at time of diabetic ketoacidosis event. The customer experienced symptoms such as nausea, arm was numb, dizziness and felt weak. The customer was treated with manual injection and insulin drip. The insulin pump will not be returned for analysis.